Manufacturer narrative:
(B)(4). The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that the internal components of the ergonomic handle of the handpiece came apart after an instrument was attached prior to the start of an unknown procedure. The instrument was removed from the handpiece internal components and a second handpiece with the same instrument was used to continue the procedure. No consequence to the patient.